Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found both hemostatic valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. These defects would have caused visible air bubbles/air ingression into the sheath and its interfacing device(s), resulting in the occurrence of this event.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, air contamination occurred when flushing was performed after inserting the farawave. When the farawave was inserted and aspiration was performed, bubbles were observed each time aspiration was performed. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, air contamination occurred when flushing was performed after inserting the farawave. When the farawave was inserted and aspiration was performed, bubbles were observed each time aspiration was performed. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.